Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technical (biomed) contacted fresenius technical support and reported that a patient had clotted on a fresenius 2008t hemodialysis (hd) machine. The clotting resulted in an unknown amount of blood loss. The biomed reported that the heparin pump on the machine was not working. They wanted to know how to remove the motor from the heparin pump module. The biomed had already removed the two screws on the flange. They understood they also needed to remove the 1.5 mm set screw, but were unable to do so. The biomed was advised that if they could not remove the set screw, they should replace the entire heparin pump module. There was no reported patient harm, injury or illness due to the event. No additional event details could be obtained through follow-up with the user facility. The nursing staff had indicated there was no documentation of the event in their system. In addition, the biomed reported the machine was still out of service because they were awaiting approval to order a new heparin pump module. It was reported that the facility uses medisystems bloodlines and nipro elisio dialyzers for all hd treatments. Multiple attempts to obtain additional information were made, and thus far, no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technical (biomed) contacted fresenius technical support and reported that a patient had clotted on a fresenius 2008t hemodialysis (hd) machine. The clotting resulted in an unknown amount of blood loss. The biomed reported that the heparin pump on the machine was not working. They wanted to know how to remove the motor from the heparin pump module. The biomed had already removed the two screws on the flange. They understood they also needed to remove the 1.5 mm set screw, but were unable to do so. The biomed was advised that if they could not remove the set screw, they should replace the entire heparin pump module. There was no reported patient harm, injury or illness due to the event. No additional event details could be obtained through follow-up with the user facility. The nursing staff had indicated there was no documentation of the event in their system. In addition, the biomed reported the machine was still out of service because they were awaiting approval to order a new heparin pump module. It was reported that the facility uses medisystems bloodlines and nipro elisio dialyzers for all hd treatments. Multiple attempts to obtain additional information were made, and thus far, no further details have been provided.